Event description:
Dealer advised seat upholstery is tearing, dealer advised end user stated had some scraps or sores due to the tearing, dealer advised no medical attention sought that he is aware. Dealer could not provide any further information.